Event description:
This is a closed suction system. The button is supposed to pop up and then the user locks this position. The button did not pop up. The suction did not shut off. Initially thought to be a ventilator problem but was not related to the ventilator.